Event description:
Heel warmer was being prepared for application in usual manner when it burst open onto patient, employee, and surrounding equipment. Four blisters noted on infant. Two blisters opened. Areas cleaned. Silvadene ointment applied.